Event description:
Reportedly, the bolts backed out from the load wheel casting. Allegedly, the emt strained his back. Reportedly, he received prescription medication and was placed on workmen's compensation. No adverse consequences to the patient have been reported.